Event description:
The end of tubing was sticking out and broken.

Manufacturer narrative:
It was initially reported that device was available for evaluation. Therefore, first MDR submitted indicated that device evaluation was anticipated but not yet begun. Customer confirmed that the device was not available for evaluation.